Event description:
It was reported that 100 bd ultra-fine¿ ii short needle insulin syringe was missing information. The following information was provided by the initial reporter: no vendor lot & no expiry date

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photo provided. The customer returned one photo of the 30gx8mm bd shelf carton. The customer reported no vendor lot & no expiry date. The photo was examined, and it was observed that shelf carton was missing the lot number, expiration date and the manufacturer date. A review of the device history record was completed for batch# 2173943. All inspections and challenges were performed per the applicable operations qc specifications. Based on the images received, embecta was able to confirm the customer¿s indicated failure of label information missing. A definitive root cause cannot be determined.

Event description:
It was reported that 100 bd ultra-fine¿ ii short needle insulin syringe was missing information. The following information was provided by the initial reporter: no vendor lot & no expiry date.